Event description:
It was reported that this right atrial (ra) lead was explanted due to pocket infection with sepsis and vegetation on the lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).